Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported material separation could not be determined. In this case, it is possible that the material separation is due to device placement or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during procedure, a diamondback 360 coronary orbital atherectomy device (oad) was used at left anterior descending (lad)#7 lesion with 90% stenosis, heavy calcification and heavy tortuosity. Atherectomy was performed once with low speed mode, and intravascular ultrasound (ivus) was used to observe the lesion. Then the second treatment was performed with high speed mode, however, it was reported that the crown of the oad fractured. An il-shaped 6fr guide catheter was used like a guide extension catheter, and the fragments were successfully removed. The treatment was performed distal-to-proximal. The fracture occurred due to contact with the tortuosity, due to the patient's anatomy. The procedure was completed with no adverse patient consequences.